Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cap did not close, and it came off quickly. According to the user facility, there were no infectious disease reported due to the result of the event. There were no patient harm or adverse events reported.

Manufacturer narrative:
Visual inspection did not reveal any defects or anomalies. To evaluate the reported issue of a loose connection, the syringe and filter-pro device was tested according to combo leak test qtm\022-00-00. Results: separation of the components was observed. When pressure was applied, the filter-pro "popped off" and became disconnected from the syringe. In this respect, the returned syringe samples and filter-pro devices did not function as intended. The complaint was confirmed as stated. The syringes are purchased pre-siliconized. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that the cap did not close, and it came off quickly. According to the user facility, there were no infectious disease reported due to the result of the event. There were no patient harm or adverse events reported.